Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 281 mg/dl. The customer stated the elevated bg was intentional as they intended to exercise, and that the suspected cause was due to increased carbohydrate consumption. The customer stated they would exercise to stabilize bg level. The customer declined troubleshooting with tandem technical support.